Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department from the ER after the device fell on the floor. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no additional info was provided.

Manufacturer narrative:
The device mechanism was received on 10/01/2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.